Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the upper limb. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at fourth inflation, it was noted that the balloon ruptured in the middle part at 10atm. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the upper limb. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at fourth inflation, it was noted that the balloon ruptured in the middle part at 10atm. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported and patient was good post procedure. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous upper limb.